Event description:
It was reported that the patient presented at the emergency due to inappropriate shock caused by noise oversensing of biotronik right ventricular lead. Upon interrogation, it was noted the implantable cardioverter defibrillator(ICD) did not store the electrogram of the shock. No interventions were performed for the ICD. The patient was in stable condition.